Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. The valve met specifications for pressure/flow and preimplantation testing. The valve passed the leak test. There was no damage to the delta chamber. The conditions of the complaint could not be duplicated in the lab. A review of the manufacturing records showed no anomalies. All of our products are 100% tested at the time of manufacture. Medtronic neurosurgery regards the submission of a report does not consititute an admission that the product caused or contribted to the reported event.

Event description:
It was reported that during implantation, the valve's delta chamber leaked.